Event description:
It was reported that the screen locked up during an exposure and it wouldn't let them scroll through images, causing the patient to be re-exposed. It was determined that the trackball usb cable needed to be reseated and the trackball assembly replaced. Once this was done, the system is working as intended.